Event description:
It was reported that the "blue end piece" of a microbore catheter extension set was ¿bad¿ as it did not fit into other unknown tubing. This occurred during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not received; however five unused companion samples were received. Visual inspection, clear passage testing, pressure testing, simulated use testing, and functional testing were performed. No non-conformances were observed. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.